Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) "is not keeping pace with what the heart monitor is not picking up". The device remains in use. No patient complications have been reported as a result of this event.